Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the universal surgical manipulator (usm) associated with this complaint and completed investigations. The unit came into failure analysis with the reported problem (error 23008), it was confirmed via error log as having occurred in the field. The unit was tested on an in-house system and 23008 error could be replicated. The unit was also tested on a patient side cart fixture test platform (pftp), and sensor check test failed and also had a sine cycle test failure with error 23008 pointing to 0x1.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse checked the mtm by performing test drive and found no issue. However, the fse found error with the usm 3 after the test drive and replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet.

Event description:
It was reported that during a da vinci-assisted surgical procedure, one of the universal surgical manipulators (usm) moved unintentionally after the surgeon stopped following the master tool manipulators (mtms). The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the issue occurred with the surgeon's head inside the surgeon console¿s high-resolution stereo viewer while the surgeon was attempting to manipulate the instrument from the surgeon console. The reporter confirmed that the universal surgical manipulator (usm) moved automatically with no command. There was no shakiness and/or friction experienced/observed. The issue was intermittent. The reporter did not know if there was any interference between instruments or between system arms. It was unknown whether there were any external collisions.